Manufacturer narrative:
The endowrist one vessel sealer instrument has not been returned for evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, the endowrist one vessel sealer instrument allegedly stopped sealing. However, there is no indication that the patient sustained an injury as a result of the alleged instrument issue. Furthermore, it is unknown what caused the sealing issue reported.

Event description:
It was reported that during a da vinci-assisted hysterectomy procedure, the endowrist one vessel sealer instrument stopped sealing. The instrument was sealing properly, however, after 75% of the procedure was completed, the instrument stopped sealing and was not delivering energy. The instrument was unplugged, plugged back in, removed, cleaned, and reinserted but the alleged issue persisted. As a result of the instrument issue, the surgeon used a maryland bipolar forceps instrument to complete the surgical procedure. On (B)(4) 2018, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: when the alleged instrument issue began, the surgeon did not hear any audible tones indicating that the sealing cycle was complete. The surgical staff also indicated that they did not see any tissue effect while attempting to seal with the instrument. In addition, there was no tissue tension. The patient did not sustain any blood loss since the surgeon did not attempt to cut the vessel after the alleged instrument issue began. Furthermore, the patient did not receive or require medical intervention as a result of the reported instrument issue. No post-operative complications were reported and the patient was noted to be doing well.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis did not confirm the customer reported complaint that the instrument would no longer seal. The instrument passed an electrical continuity test. The instrument was plugged in properly with no issue to the instrument control box (icb). The blue light lit up on the icb indicating power was being delivered and the unit was properly connected. The instrument successfully passed self-test on multiple attempts. The instrument's grips opened and closed properly. No misalignment or physical damage was observed at the instrument's grip tips. An energy activation test was then conducted on an in-house system. No faults or error messages appeared during in-house testing. A wet paper towel was held between the instrument's grips and began to smoke when the seal pedal was pressed. Steam generation from the towel indicated active power and a complete circuit. No loss of power and no intermittent energy were observed. A grip force test was performed on the instrument's grips as additional testing. All readings were above the minimum requirement of 4.25 lbf. The instrument also passed an electrode gap test. Also, the gap between the instrument's grips was found to be within an acceptable range of .001 and .007. The available system logs did not show any energy activation related errors. Based on the current information provided, this complaint will remain reportable due to the following conclusion: during a da vinci-assisted surgical procedure, the endowrist one vessel sealer instrument allegedly stopped sealing. However, there is no indication that the patient sustained an injury as a result of the alleged instrument issue. It is unknown what caused the alleged sealing issue.